Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user received an occlusion alert on the ilet and inquired about changing only the tubing; the user was advised to change all infusion supplies and reported that the occlusion resolved after completing a full supply change using an infusion set with contact detach. Symptoms included no reported changes in blood glucose. Outcomes included no medical intervention and no hospitalization. Investigation included troubleshooting and education with the user regarding occlusion management and supply replacement. Investigation of this case revealed an occlusion that was resolved after replacement of infusion supplies, consistent with an infusion set or tubing blockage. It was concluded, based on previously established findings for similar reports, that the cause was a supply-related occlusion that resolved with standard corrective action.